Event description:
Nurse was providing pt care when all of a sudden the plastic shield cover broke off exposing the lower half of the needle. Expandable needle protection cover came apart at the center connection.